Event description:
Service of summons and complaint was MFR's first notice of this event. Plaintiff's counsel claims in the complaint that the pt suffered personal injuries. Plaintiff's counsel does not specify the nature of the injury in the complaint. He alleges that cryotherapy was applied. The complaint contains no info about the therapy protocol prescribed by plaintiff's doctor (e.g., duration of cold therapy sessions and breaks in between same, temperature settings) the barrier placed between the device and the pt's skin, instructions provided to the pt about use of the device or whether there were any contradictions for cold therapy. The company has been unable to confirm the MFR of or inspect the device. Because the matter is in litigation, it has been turned over to outside counsel for further investigation.